Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was not able to login to the station. The technical support specialist installed a software to resolve this issue and confirmed that the station is running up. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe was unable to login. The customer reported that there was an issue with the station where the screen is frozen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.